Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she did not know that she had motor error alarms. Customer has had the alarm 3 times in a row. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer was unsure and did not know that the alarm had occurred until they were verifying the alarm history for another issue. Customer stated that she uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that she was able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump was programmed using a test minilink transmitter and glucose sensor simulator; communicated properly with glucose sensor simulator. The sensor feature working properly. No lost sensor alarms were noted. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.